Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed failed battery test, replace battery and power error. The customer's blood glucose was unknown at the time of incident. Troubleshooting was done. The insulin pump will not be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Not in manufacturing mode. Unit power up properly after battery installation. Unit was received with operating currents within specification. No unexpected failed battery or low battery alarms noted during testing or found at the downloaded insulin pump history. Power management tool confirms the unloaded voltage(ul vlith) and loaded voltage (loaded vlith) are within specifications. No pump error alarms or failed battery test alarms noted. Unit functioning properly. Unit was received with minor scratched lcd window, cracked keypad at select button, keypad overlay texture damage, broken belt clip rails, cracked retainer and scratched case.